Event description:
It was reported that during patient treatment, the ventilation was insufficient. The patient saturation decreased to unknown level. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No ventilator logs were provided and no service on the ventilator was requested. The user facility performs service by themselves and reportedly replaced expiratory channel printed circuit board (pcb). The ventilator was then returned for clinical use. The replaced part was not returned so no further investigation has been possible. The root cause of the reported alarms has not been determined. H3 other text : 4111.